Manufacturer narrative:
(B)(4). A visual assessment was performed. As received, the working channel sleeve did not protrude. However, a maximum working channel sleeve protrusion was observed when the large knob was turned in both directions. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire and a spybite was inserted separately through the working channel port and passed through the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing deficiency. An investigation is underway to address this issue. A DHR (device history record) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a biliary stone ablation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the image on the screen was green before and after the spyscope was plugged in. Reportedly, there were no connection issues noted during setup of the device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.